Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV tubing was disconnected from the extension set blood was able to back up quickly into the extension set and exit the connector. There was noted to be blood that was accumulating around the blue portion of the connector. The user was able to quickly recognize the issue and exchange the extension set without patient harm.

Manufacturer narrative:
The customer¿s report that blood was able to back up quickly into the extension set and exit the connector when the IV tubing was disconnected from the extension set was not confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. Visual inspection of the male end of the non-bd blood collection mating component showed that it had broken and cracked when the clear plastic ring became lodged in the smartsite port. Functional testing was performed and no leaks or back-ups were observed upon connection, operation and disconnection. The root cause was not identified.